Manufacturer narrative:
E1 field: establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance reddish stains were found around the objective lens of the cysto-nephro videoscope. The subject device had not been used on patients since the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that chemicals used for cleaning and disinfection or silica (sio2) in the adhesive which was used for around surface under metal plating area around objective lens component relate to the generation of foreign materials. Since phosphorus and chlorine were detected, it can be thought that chemical agents including them were used and it led to corrosion of components. A root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide missing investigation conclusion code in follow up one per final investigation. Updated field: h2 and h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.